Event description:
The physician positioned the neuron into the pt's lica. Upon attempting to advance all three sizes of the penumbra system reperfusion catheter, it was determined the neuron had kinked with the aortic arch. All the devices were removed, and another therapy was completed.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part# 1626-04 neuron delivery catheter 070 (95cm x 6cm) shaped tip, lot number l14028. The DHR review of final assembly (lot# l14028) indicated that 100% inspection of the devices resulted in 0 visual rejects. The lot was associated with ncr 740 for product that is currently labeled with a ce mark in a configuration that was not ce approved. The product was relabeled per the ncr directions. The lot was built under deviation 073 due to 3 year accelerated aging data not available yet. The lot was released when the three year report was released per eco 1941. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.